Event description:
It was reported that the external pulse generator's (epg) settings parameter changed spontaneously and the internal battery depleted quicker than expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) battery was depleted and was unable to confirm the comment that the setting parameter changed spontaneously. It was observed that the epg booted up normally, however powered off after the battery was removed, which was attributed to the main printed circuit board (pcb). Additionally, no faults were identified upon verifying the output and sensing. The epg was returned unrepaired to the customer as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.